Event description:
Additional information was received that the patient's explanted generator was not discarded. The generator was returned to the manufacturer for analysis. Analysis showed that the generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient is not ready for a revision surgery at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient will indeed undergo revision surgery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2014 it was reported that high impedance was observed. The patient¿s device was programmed to 0ma due to the high impedance. The patient was referred for a full revision surgery and x-rays. The patient stated that she thinks the generator may have migrated. The x-rays were noted by the physician¿s office to not show any definite disconnection. The patient noted that there have been a couple of seizures but the physician noted that there has not been a marked change with regard to her seizures. The physician¿s office reported that the patient thinks she may have jarred something loose when she ran for the bus a few weeks before (B)(6) 2014 visit, the patient wasn¿t sure. The physician does not believe the patient did anything to the device purposely to manipulate or break it. The high impedance was observed on a system diagnostics test. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that on 03/02/2015 the patient underwent a full revision surgery. Prior to the start of surgery, system diagnostics were performed which showed output=limit/lead impedance=high/dcdc=7/neos=no. The patient¿s device had been disabled due to the high impedance. The patient received a new lead and generator and results were within normal limits. The explanted lead and generator were discarded by the hospital and therefore cannot be returned for product analysis.